Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/29/2023, it was reported by a sales representative via email that an ar-8862ds pars suturetape implant system had white/black suturetapes in spots three and four instead of the green fiberlinks. This was discovered upon opening the package during a pars achilles repair procedure on (B)(6) 2023. The case was completed by opening two individuals fiberlinks.